Manufacturer narrative:
E1. (B)(6).

Event description:
Philips received a complaint from the customer biomedical engineer reporting that the tidal volume was not delivered on the v200 ventilator. The device was not in clinical use. There was no harm. Neither patient nor user were impacted. The device was removed from service. A philips technical support specialist (tss) evaluated the device and confirmed the reported issue. The tss found the issue was caused by a clogged heat filter. The tss replaced the exhalation filter using the customer stock. The device was operational and returned to service after repairs were completed.